Manufacturer narrative:
The initial analysis result of the catheter was coded reliability non-conformance. This tear in the silicone seal issue was further investigated internally and concluded that the correct coding should be no significant anomaly and/or explant damage. Analysis of devices with observed tears in the seal near the guide ring determined that the anomaly does not affect device performance or its ability to meet product specifications. The tears in the seal material do not affect the connector performance and they do not prevent the connection from remaining patent or create a leak condition. In addition, there are no allegations of embolisms due to tear. These tears in the seal also do not present a performance issue to the connector if the catheter is reconnected.

Manufacturer narrative:
Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type: catheter. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
It was reported that a flipped pump was confirmed along with a twisted catheter. Diagnostic testing or troubleshooting performed included a dye study. As a result of the event surgical intervention was required; the pump segment of the catheter was replaced. The issue of the flipped pump reportedly resolved. No patient symptoms were reported. The device system was used to deliver morphine. It was later reported that there was no known reason for the flipped pump. It was again confirmed surgical revision occurred to replace the proximal pump segment of the catheter. The patient was doing well.

Manufacturer narrative:
Analysis of the catheter found the sc (sutureless) connector had a tear in the seal near the guide ring. The catheter body was found to have significant twisting that may have affected infusion.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.